Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received one open pouch (only the second pack is opened). The sample received has the first pack sealed to second pack in the area of the 4th welding as can be seen on the enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: justified: taking into account that the sample received does not fulfill the OEM specifications. Actions on product: replace this code/batch to the customer or a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. Customer complaint: bonding the inner sheet to the outer sheet. 1st pack sealed to 2nd pack.